Manufacturer narrative:
Patient information: patient identifier: (B)(6). There is no further patient information provided due to privacy issues. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed calcium results on two patients generated on the architect analyzer. The results provided were: sid (B)(6) initial = 1.31mmol/l / 2.36; sid (B)(6) initial = 1.25mmol/l / 2.33 (adult range 2.10-2.55mmol/l). There was no reported impact to patient management.

Manufacturer narrative:
During the request site visit, the abbott field service representative (fsr) inspected the cuvette washer and discovered that the cuvette washer nozzle pair #2 was blocked and causing cuvettes to overflow. The fsr cleaned the nozzle which resolved the issue. No additional discrepant results were reported on the architect c16000, serial number (B)(6) after the nozzles were cleaned. Return testing was not completed as returns were not available. A review of the architect, sn (B)(6) service history revealed no additional erratic or discrepant results reported since the cuvette washer nozzle was cleaned. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the architect c16000 systems found no systemic issues or trends for erratic/discrepant results. A review of historical data for the nozzle pairs 2-3, wash solution, part number 2-89270-02 revealed no trends or systemic issues. The architect system operations manual and the architect c16000 service and support manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results. Including, but not limited to the cleaning the cuvette washer nozzles performed by the fsr. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(6), or the nozzle pairs 2-3, wash solution, part number 2-89270-02.